Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose was 213 mg/dl. The customer cancelled the insulin delivery and treated with a manual injection. The caller stated that they found the adhesive tape had fallen off, and the infusion set cannula had not been in the body. The caller stated that the customer did not have a new set to replace the current one and advised that the customer would change the insertion site when possible. The caller was advised to monitor the issue and call back if the issue persisted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.